Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 12 years due to symptomatic prosthetic aortic valve stenosis. An edwards transcatheter heart valve was placed across the existing edwards prosthetic valve. There was no perivalvular leak post implant. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the device was not explanted from the patient; therefore, the root cause of this event cannot be confirmed. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible.